Manufacturer narrative:
The product was not returned for evaluation. The device history record (DHR) review did not reveal any anomaly during the packaging process that could be related to the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the packaging shop orders and related procedures. The failure analysis is not possible at this moment due to the unavailability of the product. Therefore, the reported condition is unconfirmed. The root cause is undetermined. UDI: device identifier: (B)(4). Product identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that one (1) c6636 cusa excel 36khz cem nosecone was rejected during incoming inspection of goods on (B)(6) 2018 due to stains found on the product. There was no patient involvement reported. Additional information has been requested.